Event description:
The patient reportedly experienced a decrease in performance and out of range impedances following a head trauma. The patient was seen at the center for device evaluation. Surgery to explant the patient's c1 device is to be scheduled.